Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer pumps hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was 104.4 mg/dl. The self-test was performed and test passed. The customer also stated that the load reservoir and fill tubing process was successful and no occlusion was found. The insulin pump will not be returned for analysis.